Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was exposed to the skin so the bleeding could not stop. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open, and the advancer tube and the sealant were observed to have been deployed on the catheter shaft, with the sealant covering the balloon¿s proximal tip and the advancer tube abutting the sealant¿s proximal tip as received. The syringe and procedural sheath were not returned with the device. It was reported that ¿the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was exposed to the skin so the bleeding could not stop.¿ however, it was observed that there was no blood on the sealant, nor was on the surface of the returned device, and that the sealant sleeve of the returned device remained in the manufacturing position upon receipt, which indicated that the device may have not been inserted into an existing procedure sheath during the procedure. The condition of the returned device does not match the description of the incident. The shuttle cartridge & balloon catheter were inspected for defects/anomalies. No defects/anomalies were observed. Per functional analysis, the advancer tube was proximally pulled back and found properly engaged to the proximal tamp lock. No functional non-conformities were observed on the returned device. Per microscopic analysis, no damages or anomalies were observed. A product history record (phr) review of lot f1918902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ unable¿ was not confirmed during analysis of the returned device. The returned device performed as intended per the mynxgrip instructions for use (IFU). The product analysis does not match the event description. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle down completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock open, and the advancer tube and the sealant were observed to have been deployed on the catheter shaft, with the sealant covering the balloon proximal tip and the advancer tube abutting the sealant proximal tip as received. The syringe and procedural sheath were not returned with the device. It was reported that ¿the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was exposed to the skin so the bleeding could not stop.¿ however, it was observed that there was no blood on the sealant, nor was on the surface of the returned device, and that the sealant sleeve of the returned device was remain in the manufacturing position upon receipt, which indicated that the device may have not been inserted into an existing procedure sheath during the procedure. The condition of the returned device does not match the description of the incident. The shuttle cartridge & balloon catheter were inspected for defects/anomalies. No defects/anomalies were observed. The advancer tube was proximally pulled back and found properly engaged to the proximal tamp lock. No functional non-conformities were observed on the returned device. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was exposed to the skin so the bleeding could not stop. There was no reported patient injury. The device is expected to be returned for evaluation.